Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that a cartridge cracked and the haptic of the intraocular lens (iol) snapped off while injecting the lens. The scrub nurse believes it had nothing to do with the injector, but the event was due to a faulty iol. The iol was discarded. Additional information has been requested.